Manufacturer narrative:
Additional information: imdrf annex b grid manufacturer narrative a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16jun2010. The review was performed from the date of manufacture to the present date 07jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the patient received vectibix. Started @0921.vtbi set at 85ml to prevent line running dry. Drug was to run @ 100ml/hr for 1 hour. Pump alerted air in line @0956. Verified correct rate on pump. After infusing pump reads 29ml remaining on vtbi. There was no injury to the patient.

Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient received vectibix. Started 0921.vtbi set at 85ml to prevent line running dry. Drug was to run 100ml/hr for 1 hour. Pump alerted air in line 0956. Verified correct rate on pump. After infusing pump reads 29ml remaining on vtbi. There was no injury to the patient.